Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg pocket site after moving a refrigerator. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2022 wherein, the ipg was repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The ipg was repositioned. Issue resolved. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined."